Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted, therefor not explanted. Telephone number: (B)(6). Initial reporter, first/given name: unknown/not provided. Initial reporter, last name: unknown/not provided. The foreign material was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation the customer noticed a particle which at first was thought to be a broken-off haptic, but the iol (intraocular lens) was intact. The doctor managed to get the piece out without any harm to the patient and it is unclear where the foreign material came from. It was discarded afterwards. The patient was already recovering upon leaving the operation room. No further details are available.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) and the foreign material founded was not returned for evaluation. A complaint source photo was provided and evaluated. One picture of a pseudophakic eye provided in the file and claimed to be implanted with a tecnis enhance iol with smartload delivery technology model gib00 was assessed. Between 10:00 and 12:00 a colorless particle with an approximate measure of 3-3.5 x 0.5-0.7 mm, apparently located in the anterior chamber of the eye, was observed while the lens was already positioned in the capsular bag. The root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue of foreign material-loose was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.